Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the surgeon reports 3 identical cases which captures after the surgeon had placed the cage he wanted to adjust the placing of the cage. While doing so the inserter removed itself from the cage. Surgeon states that the inserter was definitely not unlocked. The green ring was visible and cage had then be removed with the revision pliers. No allegation against the revision pliers. This report is for one (1) unk - cage/spacers: t-pal. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - cage/spacers: t-pal/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.